Event description:
Balloon from kyphx xpander inflation syringe ruptured in pt's back while undergoing l1 kyphoplasty. Small piece of balloon tip separated and left in pedicle. Diagnosis or reason for use: kyphoplasty.